Manufacturer narrative:
An event of device embolization was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported on (B)(6) 2021, a 6/6mm amplatzer duct occluder ii was implanted. Several minutes after device was released it embolized into the left pulmonary artery. The patient was transferred to surgery and the occulder was removed and a new device was not implanted and the defect was closed by surgeon. The patient was reported to be in stable condition.

Manufacturer narrative:
An event of device embolization was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported on (B)(6) 2021, a 6/6mm amplatzer duct occluder ii was implanted. Several minutes after device was released it embolized into the left pulmonary artery. The patient was transferred to surgery and the occulder was removed and a new device was not implanted and the defect was closed by surgeon. The patient was reported to be in stable condition.